Manufacturer narrative:
The insulin pump was programed to alarm low reservoir and the low reservoir alarm function properly. The device had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, and cracked pump belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the low reservoir alarm on the customer's insulin pump was not functioning properly. The customer's blood glucose was not known. Nothing further reported.